Event description:
It was reported that there was a problem with the helix mechanism. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on helix mechanism; the analyst stated that the helix has been over-retracted; full lead returned and analyzed.